Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. The malfunction did not recur after resetting, and the customer was advised to continue using the pump while being instructed to call back if the issue reappeared. The caller acknowledged and understood these instructions.